Manufacturer narrative:
The other additional device referenced is being filed under a separate medwatch report number. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the thrombosis requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and an attempt was made to lock the clip however the lock failed. Troubleshooting was performed and the lock test was successful therefore the clip was implanted, reducing mr to 1+. Per the physician, the lock fail was due to incorrect technique. During removal of the steerable guide catheter (sgc), thrombus was noted. The sgc was completely removed and the procedure completed. The patient was transferred to the intensive care unit and placed on anticoagulation therapy and remained hospitalized. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombus cannot be determined. The reported patient effect of thrombus is listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Although a cause for the reported patient effect of thrombus, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.